Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported: "during the procedure, a piece of drill bit got stuck in the patient's femoral shaft, whose bone quality was poor. The surgeon preferred not to insist on this procedure because of the risk of damaging the bone, given the patient's life expectancy. Because the piece of drill bit remained in the patient, the event is considered a serious event." The patient had metastases and a very hard bone. In no case it is a problem of the drill. The fact that a piece of drill remains in the patient, is not serious.

Event description:
As reported: "during the procedure, a piece of drill bit got stuck in the patient's femoral shaft, whose bone quality was poor. The surgeon preferred not to insist on this procedure because of the risk of damaging the bone, given the patient's life expectancy. Because the piece of drill bit remained in the patient, the event is considered a serious event." The patient had metastases and a very hard bone. In no case it is a problem of the drill. The fact that a piece of drill remains in the patient, is not serious.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation and the provided information, the root cause was attributed to a patient related issue. The available information indicates failure was caused by a mechanical overload caused by very hard bone related to metastases. If the device is returned or if any additional information is provided, the investigation will be reassessed.